Event description:
It was reported by a patient that the pump required regular time resetting and was consistently 10-15 minutes behind, affecting the scheduling of insulin delivery. There was no adverse impact to the customer¿s blood glucose level. The customer declined further troubleshooting, and no additional corrective actions were undertaken.